Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on 05-27-2023 for wearable with serial number (B)(6). However, wearable with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. A review of the share logs was performed and signal loss over one hour was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on (B)(6) 2023 for transmitter with serial number (B)(6) . However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. A review of the share logs was performed and signal loss over for serial number (B)(6) within the investigation window. The allegation was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on 05-27-2023 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. A review no injury or medical intervention was reported of the share logs was performed and signal loss over for serial number (B)(6) within the investigation window. The allegation was confirmed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over one hour occurred for the transmitter with the serial number (B)(6). However, data for the transmitter with the serial number (B)(6) was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.